Manufacturer narrative:
Device not returned.

Event description:
(Tenri yorozu sodansho hospital) reportedly, the device was implanted in 2008, and explanted at about five months later, due to the prosthetic valve endocarditis. Severe vegetation was observed on the leaflet, aorta and part of left ventricle. Device will not be returned due to the infection.